Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the paramedics were called due to high blood glucose and dka. Customer stated that she was transported to hospital where she was treated with insulin drip and fluids. Customer's blood glucose reading at the time of hospitalization was 582 mg/dl. Customer stated that she had chest pain, trouble breathing and was throwing prior to hospitalization. Nothing further was reported.